Event description:
New information received notes that the issue was discovered upon interrogation during an inpatient check in the hospital.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent loss of capture and increased pacing impedance. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.